Event description:
Reported 1 false positive sars result for one asymptomatic patient (off-label use at the time). The customer communicated there were 364 tests conducted that day and only one did not match pcr. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.